Manufacturer narrative:
(B)(4). Two (2) 3.0mm flow-coupler products were returned for evaluation. None of the rings had marks/defects on the surface that would indicate that the rings came together misaligned. There were no bent pins or visual defects on the four rings. Both jaw assemblies were tested by hand to verify that the spring action was working properly. The assembly was closed by hand and allowed to spring open. No other functional testing was performed. The event cannot be confirmed and the returned product does not have any visual or functional defects. The device history review indicates that the lot met specification. This is the first complaint of this occurrence for the flow coupler device in the last 3 years. The occurrence rate is very low. The instrument was used again on another flow coupler successfully and there was no impact to patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of the gem microvascular anastomotic flow-coupler would not properly engage. The user reported that the instrument would not close the rings completely. A 2.5mm flow coupler was used in its place and worked fine. No adverse patient outcome reported. The procedure was neck exploration with radial forearm free flap. No additional information is available.